Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces measuring 13.8 cm and 46.3 cm, respectively. Electrical testing did not find any indication of conductor fractures but did find internal shorts at the distal portion due to procedural damage. Visual inspection found an external insulation abrasion breaching the outer insulation noted at 12.1 cm from the connector pin, which is consistent with friction to lead-to-can. The cause of noise was due to the exposure of the outer coil at the abraded region. All other damages noted are consistent with procedural damage. Lead fracture was not confirmed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06158. It was reported that the patient presented for follow up with episodes of atrial and ventricular lead noise on stored electrocardiograms. All electrical values were within normal range, however the physician suspected micro fracture. Both the right atrial and ventricular leads were explanted and replaced. The patient was in stable condition.